Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. The device was returned to the sterile processing and distribution dept with an unsigned note that stated, "e301." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were on reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.